Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (Date of event): the facility reporter indicated the index procedure occurred sometime the prior week from the date it was reported to the manufacturer representative. The date of (B)(6) 2010 is being used as the best estimate date. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that an unspecified physician, unknown if trained in the use of the proglide device, achieved arteriotomy closure of the right common femoral artery (rcfa) after an interventional procedure. Reportedly, one day after vessel closure the patient came back to the hospital with a cold leg. A femoral angiogram was performed; the views were unable to confirm the cause of the leg issue, whether the vessel was diseased or the suture had shut the artery. The patient's left groin was accessed and balloon angioplasty was performed in the rcfa successfully. There was no adverse patient sequela. Though requested, no additional information was provided.